Event description:
The issue occurred during the leakage test after use, the diagnostic bronchoscopy was completed using the same device and without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water entered inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, there were no issues found with the ventilation valve. The device evaluation found an e315 non-compatible endoscope error. Additional findings include the following: the image had noises / flickered, there was a severe fluid invasion inside of the scope, and the leakage tester connector was abnormal. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a poor ventilation valve (the venting valve was abnormal). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an e315 non-compatible endoscope error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.